Event description:
It was reported that the patient passed away on (B)(6) 2013 while connected to the ventilator. The patient had low oxygen and the saturation level dropped. The oxygen level was increased, 911 was called, and CPR was started.